Event description:
It was reported that this left ventricular (lv) lead was suspected to exhibit loss of capture (loc). Additionally, high capture thresholds were observed. No adverse patient effects were reported. At this time, this lead remains in service.